Manufacturer narrative:
Engineering log review for (B)(6) 2025 confirmed that the ilet behaved as intended. A usual breakfast announcement of 4.509 u at 6:38 am (est) was followed by a rapid glucose decline, reaching a nadir of 43 mg/dl approximately one hour later. The device appropriately generated alarm 24 (glucose falling quickly), alarm 21 (urgent low soon), and alarm 20 (urgent low glucose), all of which were acknowledged, and the algorithm reduced and stopped basal insulin as glucose continued to fall. The timing and pattern of the glucose decline are most consistent with insulin over-delivery secondary to a meal announcement exceeding the carbohydrates consumed or not consumed, rather than device malfunction. No device malfunction was identified. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 43 mg/dl while driving. The user was able to treat the low bg by oral carbohydrates before ems transported them to the ER where IV dextrose was administered, and the user later resumed therapy with the ilet.